Event description:
The customer reported that the sys displayed a file sys corrupted error message and fse indicated the sys was unable to boot up. This error may cause the sys to lock up or not to boot. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.